Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 409 mg/dl. The customer experienced symptoms such as nausea, abdominal pain and vomiting. The customer was assisted with troubleshooting. The insulin pump had hardware low level failures alarm. The device will not be returned for analysis.